Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: d2a. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystallized materials under the charged coupled device cover glass and light guide bundle was interrupted and weakened a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image brightness is insufficient was due to light guide bundle was interrupted and weakened, and blurry image due to crystallized materials under the charged coupled device cover glass a defined root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: due to word limit, the name of the facility should be the first affiliated hospital of (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had blurry image, and the image brightness was insufficient. The issue was found during a therapeutic laparoscopic procedure that was completed with the same device. There were no reports of patient harm.